Manufacturer narrative:
Sections with additional information as of 11-july-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product and advised that his product is working as it should.

Event description:
Consumer reported complaint for high blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with test results from results obtained of 201, 122, 148, 248 and 184 mg/dl. The customer¿s expected am fasting blood glucose test result range is below 112 mg/dl and expected 2 hour post meal expected blood glucose teste result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; call had been disconnected and manufacturer unable to make contact with the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/30/2024 and open vial date is 1 month ago. The meter memory was reviewed for previous test result history: result 1: 201 mg/dl date: (B)(6) 2023 time: am fasting. Result 2: 122 mg/dl date: (B)(6) 2023 time: pm 2 hrs. After meal . Result 3: 148 mg/dl date: (B)(6) 2023 time: pm 2 hrs. After meal. Result 4: 248 mg/dl date: (B)(6) 2023 time: am fasting. Result 5: 184 mg/dl date: (B)(6) 2023 time: pm 2 hrs. After meal.